Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who developed cellulitis 7 days post miradry treatment. It was first noticed in the left axilla and traveled down the left arm. At 5 days post-treatment, patient was hospitalized. IV antibiotics and oral augmentin were prescribed. Patient was discharged from the hospital (date unknown). The symptoms did not improve, and patient was re-hospitalized. IV vancomycin was prescribed. By 18 days post-treatment, clinic stated the patient was hospitalized for 5 days. While hospitalized, the healthcare professionals discovered an abscess in left axilla which was I&d and packed. Patient was released from the hospital (date unknown) and instructed to continue wound care at home. Clinic confirmed the symptoms are improving.